Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that he changed his infusion set which he twisted and clamps. At that night it was completely undone and so he put it back on and snaps it but then it comes off at the quick release and he changed it out. After changing out the set later in the evening he went to pull on the pump at 03:00 am and realized it was no longer connected while he was asleep. At the time of the incident, his blood glucose level was over 180 and not above 200 mg/dl. The site location was left side of stomach towards outer waist, and the patient was not sure where the pump was located, but thinks it was on left side. Moreover, the infusion had been used less than a day. Reportedly, the infusions were stored in a box in his closet. There was no stress or pull on the tubing and was unsure whether the pump was dropped with the set connected to patient's body. Currently, the patient's blood glucose level was 154 mg/dl. No further information available.